Event description:
It was reported to the surgical assistant, the doctor was trying different reamers in the t2 humeral surgery. When he tried to insert the im reamer, fitting bixcut 8.0x480 mm (he had tried other sizes previous), the bixcut twisted, making impossible to use it. The surgeon had to use another size.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the evaluation revealed the reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The uncoiled outer spiral and the constricted and broken inner spiral are a result of drilling in counter-clockwise direction. The winding direction of the outer spiral allows only a drilling in clockwise direction; in counter clockwise direction the windings become uncoiled. The inner spiral is winded to the other direction; therefore it becomes constricted in counter clockwise direction. The IFU includes that the reamer shall be never operated in counter-clockwise direction. Furthermore the user shall be trained and familiar with the system and products. No non-conformity identified.

Event description:
It was reported to the surgical assistant, the doctor was trying different reamers in the t2 humeral surgery. When he tried to insert the im reamer, fitting bixcut 8.0x480 mm (he had tried other sizes previous), the bixcut twisted, making impossible to use it. The surgeon had to use another size.